Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to sensing issues on the discrimination channel. Anti-tachycardia pacing (atp) also accelerated the patient's rhythm into the ventricular fibrillation (vf) zone. No changes were reported. The patient was stable.